Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that vessel dissection occurred. The patient presented due to myocardial infarction. Vascular access was obtained via the femoral artery. The target lesion with a significant bend of >45 and<90 degrees bend was located in the severely tortuous and mildly to moderately calcified mid left anterior descending artery. Prior to procedure, the patient was given a loading dosage of clopidogrel 300mg + aspirin 300mg. Pre-dilatation was done with a 2.0x9mm balloon at 12 atmospheres and a 2.25x28mm promus element drug-eluting stent was advanced and deployed. Following post dilatation with a 2.5x9mm balloon at 18 atmospheres, a 0.014" non-bsc guide wire was used and took cine. However, when cine was taken, a dissection was found. No further patient complications were reported and the patient's status was stable.